Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient mentioned they had noticed twice in the last couple of weeks that their spinal cord stimulator had turned off without the patient turning it off manually. Patient said they were hurting and went to turn their therapy up, but noticed the therapy was turned off in group b. Pt said they experienced more pain when they were active. During the call, the patient reset the controller. Patient then unlocked their controller and pt had accidently entered MRI mode during reset. Pt turned their therapy back on. Patient switched from group a to b. Pt turned therapy on/off and adjusted settings successfully on the call. Patient services specialist suggested the patient follow up with their healthcare provider if the issue persisted. Pt said they "think" they have an appointment scheduled with hcp in the future. After reset of controller, pt said controller "responded better to their touch."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.